Event description:
Review of programming history revealed that a normal mode diagnostic test performed at an output current of 1.75ma showed high lead impedance. The physician reported that there is no known trauma or manipulation of the device that may have contributed to the high lead impedance. No patient adverse events were reported. Revision surgery is not planned at this time as the patient continues to do well.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.